Event description:
It was reported that the patient received an alert for high, out of range high voltage lead impedance. It is believed that a previously capped lead may be touching the svc coil causing the increased impedances. Programming changes were recommended. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.